Event description:
It was reported that a patient with a 25mm unknown edwards surgical valve in the aortic position underwent valve-in-valve intervention after an implant duration of two (2) years, nine (9) months due to calcification, degeneration, and stenosis. The patient presented with symptoms of heart failure - shortness of breath. The tavr procedure was performed with a 26mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the device history record (DHR) could not be reviewed, as the device serial number was not provided. Engineering evaluation summary: per technical summary 31081, rev a, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Per doc-0101337, rev p, an engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Additionally, relevant technical summary 31081, rev a exists for this issue. IFU review unable to be performed as the model is unknown. Per (B)(4), rev p, and (B)(4), rev o, a CAPA/scar/pra is not required as there are no confirmed product or labeling non-conformances and no other triggers are met. The most likely cause is patient factors, including coronary artery disease and diabetes. All pertinent information available to edwards lifesciences has been submitted.